Event description:
It was reported that during a stenting treatment procedure a shaft break occurred. Access was obtained via the right femoral artery. The target lesion was located in the mid right coronary artery (rca). The lesion was predilated with a 2.5x15mm apex balloon along with a 2.5x15mm and 2.5x6mm cutting balloon. A 2.50x8mm taxus liberte stent delivery system (sds) was advanced to the lesion; however, the device was unable to cross the lesion and the shaft broke. It was noted that the device was successfully removed from the patient and the patient was given angiomax and the procedure was completed. No patient complications were reported and the patient's condition is stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device returned to MFR: the catheter was visually, tactilely and microscopically examined which found dried contrast and blood in the inflation lumen as well as on the outside of the shaft. The device was received in two portions. (Proximal portion approx 27cm, distal portion approx 121.5cm) both ends of the hypo-tube were examined and appear to be oval in shape which is consistent with having been kinked. The balloon appears to be tightly folded. The stent was found to be positioned between the markerbands. No further damage was found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure a shaft break occurred. Access was obtained via the right femoral artery. The target lesion was located in the mid right coronary artery (rca). The lesion was predilated with a 2.5x15mm apex balloon along with a 2.5x15mm and 2.5x6mm cutting balloon. A 2.50x8mm taxus liberte stent delivery system (sds) was advanced to the lesion; however, the device was unable to cross the lesion and the shaft broke. It was noted that the device was successfully removed from the patient and the patient was given angiomax and the procedure was completed. No patient complications were reported and the patient's condition is stable.